Event description:
New information received noted that the right ventricular (rv) lead noise was over-sensed.

Event description:
It was reported that a patient's right ventricular (rv) lead presented with noise. No changes were reported. The patient was stable.

Manufacturer narrative:
Further information requested but not received.